Manufacturer narrative:
Additional, changed, and/or corrected data: a3a a6 b3 b5 g1.

Event description:
Healthcare professional further reported "grade 4 capsular contracture".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Record is for left side. Device has been explanted.